Event description:
Fracture of the sensing lead insulation just where the lead left the pocket. The physician speculated this may have been due to other abandoned leads left in the pocket. This caused the defibrillator to discharge when not needed.